Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 47 mm abdominal aortic aneurysm. It was reported that on an unknown date the aortic neck expanded and a type ia endoleak occurred. A secondary procedure was carried out an unknown date and a non-mdt cuff was implanted to treat the endoleak. Six years post the index procedure CT showed that the endoleak persisted. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.